Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. A valid sensor serial number has not been provided. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported her/his adc freestyle libre reader was not working and would not perform any measurements. It was further reported that on (B)(6) 2019 customer could not get any readings and despite being asymptomatic she/he went to a hospital. At the hospital, a reading of ¿35-36¿ was received on a healthcare provider¿s meter, customer was diagnosed with hypoglycemia and treated with glucose. No additional treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her/his adc freestyle libre reader was not working and would not perform any measurements. It was further reported that on (B)(6) 2019 customer could not get any readings and despite being asymptomatic she/he went to a hospital. At the hospital, a reading of ¿35-36¿ was received on a healthcare provider¿s meter, customer was diagnosed with hypoglycemia and treated with glucose. No additional treatment was provided. There was no report of death or permanent injury associated with this event.